Event description:
No reported injury or harm to the patient, reported for notification purposes from the field. T25 pedicle screw driver's distal tip sheared from the proxmal shaft. When placed in hard bone. The overall driver was over-torqued resulting in this distal tip separation. There was a minor delay as screw was replaced, but surgery was completed with no other complications. The instruments were returned to be replaced with new ones for future use. Hard bone, excessive force, and shearing of the driver's distal tip point to a carpentry-related incident. The subject driver shaft is made of astm medical grade stainless steel, which is a standard proven material for this application. When any of the stg-prescribed screw insertion steps are omitted (i.e. Awl and/or probe, drill, tap, then screw) combined with either a hard bone, a larger screw diameter, and/or a longer screw length, the insertion force may increase beyond the material strength of the driver. Neither user technique or detailed patient information has been disclosed. Without further information, the case is indeterminate.